Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was getting sensor error, lost sensor alerts and the insulin pump was not communicating with the transmitter. Caller stated that they removed the senor and noticed that the sensor needle was missing from the sensor and it was inside customer's body. Advised caller to take customer to her doctor. Nothing further was reported.

Manufacturer narrative:
Inspected two opened and used partial sensors. Found one sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis.